Manufacturer narrative:
(B)(4). The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review and query of the complaint handling database revealed no other incidents for stent shortening reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an interventional procedure of the non-tortuous, mildly calcified, superficial femoral artery (sfa) and popliteal artery after predilatation with a 5mm and 6 mm unspecified balloon dilatation catheter (bdc) the supera stent was deployed without reported issue but did not deploy at length [shortened] and the physician need to place a second shorter supera stent to fully cover the target lesion. It was noted that the stent deployed without reported issue and there was no resistance noted. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.